Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that had several infusion sets that bent when they went into the skin. Blood sugar went really high. It had 2 bends. The patient¿s blood glucose at first occurrence was high in the range on 300mg/dl and in the range of 500mg/dl at the second time. The patient also had nausea. The patient¿s blood glucose was out of range 300 ¿ 500 mg/dl and treated it with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.